Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump case was cracked near the battery compartment. The pump was allegedly losing power and rebooting without user intervention. No moisture or corrosion was reported in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history revealed rebooting events. Evaluation revealed a battery compartment crack and moisture within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were found to be damaged and could not be secured properly to the pump. A power loss was observed during investigation. A 24-hour exercise was unable to be completed due to the power loss issue. There was no evidence of moisture on the pump¿s internal components. Unrelated to the complaint, investigation revealed a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.